Manufacturer narrative:
The removed power management board was returned to the failure investigation lab (fi). A visual inspection of the power management board revealed no evidence of damage or contamination. The fi technician installed the power management board into a fi ventilator to duplicate the reported issue. The customer's complaint cannot be duplicated. The returned board operates from ac and dc normally. No-fault found.

Manufacturer narrative:
The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was placed on another vent when the reported issue occurred and but no medical intervention provided to patient-reported. The fse replaced the power management board to resolve the reported issue. Unit passed required performance verification tests per philips standards.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
The customer called into technical support (ts) reporting that the device only operates from ac and will not operate from dc. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The patient was placed on another vent when the reported issue occurred. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer informed that the power management board is defective and needs it replaced.